Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: there were no por events observed in the black box history. The returned cartridge and battery cap was used to complete investigation. The returned battery cap threads were found to be damaged. The returned battery cap contact height measurements were found to be out of the required specifications; however, the contact width was within required specifications. The battery compartment was found to be cracked above and below the bumper pad. The battery compartment was also cracked on the side, extending from the threads towards the case seal. The battery compartment threads were also damaged. There was no evidence of moisture was found in the battery compartment. During evaluation, the returned battery cap was carefully secured to the pump and maintained an electrical connection. The battery cap was unscrewed half a turn with no power loss. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The reported intermittent power issue was unable to be duplicated during investigation; however, damage was found to the battery compartment. Unrelated to the complaint, the display was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no indication of damage to the damage battery cap; however, the yellow o-ring was visible and the battery cap was unable to secure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.